Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in the clinic for routine follow up, non-sustained right ventricular oversensing episodes due to post paced t wave oversensing were observed. The programming changes were not made. The patient did not experience any adverse consequences.

Event description:
New information note that the patient presented in clinic for follow-up. Upon interrogation of the implantable cardioverter defibrillator, t-wave oversensing was noted and several right ventricular oversensing episodes. The device was reprogrammed. There were no patient consequences.